Event description:
Nurse was trying to remove the PICC line. Because the small baby had a 1.4 catheter and because one broke last week, the nurse was afraid to pull when she met resistance. The PICC was removed intact. There was no known harm to the patient. Manufacturer representative reported to staff that there was also one locally that broke on the same day as this facility's did last week.